Event description:
A report was received that states that the inflation line detached from the tracheostomy tube after five days in situ. Emergent replacement was required. No further incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.